Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, the surgeon side cart (ssc) had a non-recoverable fault and then died. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi csr stated the same issue occurred as previously reported while using a dual console system. The customer received a non-recoverable fault, restarted the system, and the surgeon side console died and was making noise. The customer thought it was the power supply again. The isi field service engineer fixed it. The case was completed after a reboot using only one surgeon side console. The issue occurred after the ports were placed. The original setup was for the dual console system. There was no harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the reported issue and replaced the redundant medical grade power supply (mgps) to resolve it. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform a failure analysis. The mgps was installed on an in-house system and fan #1 started making loud noises during testing and was on and off intermittently. Error 417 was also found in the system log report. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer-reported issue.